Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain 6 of 6 of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had improperly disconnected from therapy and then later reconnected without using aseptic technique. The power was cycled to clear the alarm and the caregiver planned to have the patient finish therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on how to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.